Event description:
Three separate reports of a product defect with the intermate lv 250 ml/hr infusion device. The internal balloon was reported to have "exploded" nearing the end of infusion on 2 different pts and once while being packaged for delivery.